Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced aseptic glenoid loosening. Patient fell post-op and started to develop pain over time with glenoid/humeral loosening present on x-ray; however, no bacteria growth so likely aseptic loosening. As a result, approximately 2.5 years after initial replacement, the patient underwent a right shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 320-35-01 - small glenoid plate: (B)(6), 320-36-03 - 36mm humeral liner +2.5mm unconstrained: (B)(6), 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6), 320-31-36 - glenosphere, 36mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history was unable to be performed as the relevant device and event information was unknown. A definitive root cause was unable to be determined; however, may have resulted from aseptic glenoid and humeral loosening resulting from a fall as reported. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.